Manufacturer narrative:
Product ID (B)(4), lot# v380835, serial #, implanted: 2010 (B)(6), explanted, product type: lead, product ID (B)(4), lot# v380835, serial# , implanted: 2010 (B)(4), explanted, product type: lead, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a interstim implanted yesterday because the old one was "malfunctioning." The patient did not have further details on what was wrong with old ins. It was also noted that there was an issue with the patient programmer. The old patient programmer did not work right and would turn off on its own at times. The patient received a new patient programmer with new implant yesterday. If additional information is received, a follow up report will be sent.